Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis found that the a tip setscrew inset was stripped. Septum material and dried blood clogged the setscrew inset, making it difficult to tighten the setscrew and caused stripping. The reported field event of noise was potentially caused by the stripped setscrew and lead abrasion damage. The device otherwise tested normal and no anomalies were found.

Event description:
It was reported that the pulse generator exhibited noise. The device was explanted and replaced.